Manufacturer narrative:
The investigation into this event showed that the event was instrument related. Following service on the sample metering subsystem, consistent acceptable performance was obtained. The instrument was returned to expected operation. The root cause of the event is instrument related.

Event description:
A customer observed a non-reproducible, falsely elevated trop I es results on the vitros eci analyzer. The lab was not processing pt samples. If this event were to reoccur on pt samples unnoticed, biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).